Event description:
It was reported that this implantable pacemaker exhibited an alert that the device entered safety mode unexpectedly. Technical services (ts) discussed the limited device functionality, and recommended emergent replacement, as there is no reprogramming available in safety mode. Subsequently, the device was explanted and a new device of a different model, was successfully implanted. No additional adverse patient effects were reported. Return of the device is not expected. If the device is returned for analysis, this report will be updated with pertinent information, upon completion of product analysis.